Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that over-infusing made the patient sleep than usual. Action/intervention: the patient has an appointment for (B)(6) 2024. If the issue is not resolved, the pump will be replaced. The cause of the volume discrepancy was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump for unknown indications for use. It was reported that the patient came in for a pump refill (B)(6) 2024, expecting 10 cc, but only 0.5 cc was retrieved. The patient hand no symptoms at that time. However, when promoted, he mentioned he might have been slight sleepier than usual, but nothing concerning. We then brought him in today to see if we take out the medication earlier if we would still see a volume discrepancy. We expected 30.2 ml and got out 25 ml. They calculated that based off this discrepancy the patient was getting 10.7 mg/day vs the 7 mg he was programmed. The patient denied using any heat therapies, hot tubs, saunas, hyperbaric treatments, falls, or any time in which the pump could have previously gone empty. The logs did not show any abnormalities as well. We then looked back at previous pump fills and on (B)(6) 2024, they expected 8.6 ml and got out 6 ml. On (B)(6) 2024, they expected 8.6 ml and got out 10 ml. On (B)(6) 2023, they expected 10 ml and got out 8ml. On (B)(6) 2023, they expected 8.6 ml and got out 7.5 ml. They discussed bringing him back on (B)(6) 2024 to see him when we expect less and if the flow rate continues to increase. If so, the plan will be to replace the pump and sent this pump back for analysis. Outcome: the issue was not resolved. The hcp has no further information for medtronic. The patient medical history was not available due legal and confidential reason. The patient was alive and no injury. Additional information from a company representative (rep) stated that they brought the patient back to check for a volume discrepancy, the company representative (rep) stated that the patient has had trending ¿overinfusion¿ discrepancies. It was noted that today, they expected 30.2 but got 25 ml. There were no environmental interactions i.e heat, logs show no alarms and no programming errors. Discussed the patient access and they do not believe that was an issue. There were no refill issues and today she aspirated without difficulty.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.